Event description:
It was reported that the user experienced an extended hyperglycemia episode reported at 400 mg/dl that began overnight and took more than 10 hours to return to range while using the ilet system; troubleshooting identified that the infusion set tubing had not been primed during a site change, and education was provided to prime the full length of tubing and to change all supplies during a supply change. Customer care provided support that included user education regarding proper infusion set priming and supply replacement. Investigation of this case revealed user technique error related to failure to prime the infusion set tubing, which plausibly delayed insulin delivery and correction time. Symptoms included headache associated with hyperglycemia reported. Outcomes included correction of the high glucose after an extended duration without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with use error related to infusion set priming. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.